Event description:
It was reported that the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.